Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced no audio alert and a hypoglycemic event. The patient's mother reported that at 6:30am, the patient's boss and co-worker came to the patient's mother's house because they were wondering where the patient was. It was indicated that the patient's boss and co-worker showed up an hour and a half after the patient's shift had started. The patient's mother showed up at the patient's house. It was reported that the patient had been having issues with their device. The patient experienced an extreme hypoglycemic episode and stated that they could barely move. The patient hit his head, bit his tongue, and banged up his leg. The patient dragged themselves on the floor to get the glucagon kit. The patient administered themselves with glucagon and was in a diabetic shock. The patient's mother reported that the patient's device did not alarm the patient until the patient was coming out of their hypoglycemic state. The patient did not go into the ambulance and did not go to the hospital. At the time of event, the patient was doing okay. No additional or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.